Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medcart keys were locked out. A technical support specialist remoted into the cabinet and observed that the item could not be cycle counted, with the system displaying a notify don message. The item also could not be issued due to a qoh of zero. Customer was advised to check with the don, as she has facility admin access to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 the keys were locked out because the item was showing 0 qoh, preventing the user from issuing the item. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.